Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure the image flickers, lines on screen was confirmed, the reported failure no image was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: he charged coupled device is broken and therefore stripes in image occur. The most probable cause of the complaint is cause linked to device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video laparoscope had image flickered, lines on the screen and no image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.